Manufacturer narrative:
A root cause of the reported event could not be conclusively determined as the device remains in use supporting the patient; however, the report of an elevation in pump power and flow was confirmed through the evaluation of the submitted system controller log file. The log file captured pump power from ranging from 4.6 ¿ 12.2 watts and flow from ranging 3.7 ¿ 12 lpm. No other atypical pump parameters were recorded in the log file. A specific cause for the elevated pump power and flow could not be conclusively determined. A direct correlation between the device and the reported of elevated lactate dehydrogenase could not be conclusively determined. The instructions for use (IFU) for the heartmate ii left ventricular assist system outlines power elevations and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and provides information on assessing flow. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gastrointestinal bleed was reported under medwatch MFR report #2916596-2017-00841. Device unique identifier (UDI)# (B)(4). Approximate age of device - 11 months. (B)(4); the patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system had produced a few pump power elevations that were observed on system controller history interrogation. It was also reported that the patient was volume overload. The patient had a history of gastrointestinal bleeding, and subsequent lower inr goal. The patient had not been on aspirin prior to the event. On (B)(6) 2017, the patient's lactate dehydrogenase was elevated, and pump power readings remained elevated. On (B)(6) 2017, the pump power readings and ldh had fallen to within normal range. It was reported that during the time period of the pump power elevations, the patient experienced renal failure, volume overload, liver congestion, and possible sepsis. The patient was put on continuous renal replacement therapy (crrt), and began doing much better on dialysis. Additional information was requested, but was not provided.